Manufacturer narrative:
Our webtrader account is still in-progress and we are filing paper because of technical problems. Review of log files from device. System log files were reviewed and identified this incident involved a patient w/a pacemaker and implantable defibrillator. The detection leads were set to v1 and v5 and displayed low voltage. The patient's ECG pattern did not trigger any conditions which result in a high priority alarm. The sinusoidal shape of the ECG in the detection channels were not similar enough to qrs complexes to trigger a detection for each period, although, when amplitude was higher or the waveform became slightly more pronounced, several beat detections were triggered. For this patient, detection leads v1 and v5 were not ideal for reliable qrs detection. The amplitude of v1 was low and that lead should have been avoided. A different choice of detection leads could have led to a different outcome in this case. The investigation indicates that tye system was operating normally and within performance specifications. The info reviewed did not indicate there was any system malfunction that may have contributed to this incident.

Event description:
The customer reported that the device did not recognize a ventricular tachycardia.